Manufacturer narrative:
General information: we received a complaint about a gd450m - micro-line straight hdpc 1:1 f/2.35x70mm and a ga176 - micro flexible cable 1.8m regarding an intraoperative heating. According to the provided information by the subsidiary, the cable as well as the handpiece were getting extremely hot during the surgery. It is not clear from which device the overheating originated. We did receive the cable (ga176) as well as the handpiece (gd450m) in a decontaminated condition for investigation. Consequences for the patient: according to the provided information, there were no consequences for the patient. Failure description: optically, the devices are in a used condition, investigation: the investigation has been carried-out by the aesculap technical service (ats). The handpiece was manufactured in 2013. The last repair/check-up was executed in sheffield in (B)(6) 2019. Optically, the handpiece is in a used condition. The enclosed spray nozzle is deformed and shows a discoloration. During the functional check, it was hardly possible to connect a tool. Furthermore, slight untypical running noises could be detected. At the interior it could be found that the ball bearings and tool locking are corroded and soiled: batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: the failure is most probably usage / reprocessing related. Rationale: after the investigation, we suspect that the handpiece gd450m was the cause of the overheating due to its condition. The findings indicate an inappropriate reprocessing. Due to corrosion/soiling, a wear of the ball bearings can not be excluded. According to the IFU, prior to sterilization the device must be oiled. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Event description:
It was reported that there was an issue with micro-line straight. Following information was reported: the head and the hand piece getting hot during the surgery. It also made an unusual noise. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00945 ((B)(4) ga176).